Manufacturer narrative:
Reported event: an event regarding aseptic loosening involving a mets distal femur was reported. The event was confirmed by x-ray review. Method and results: product evaluation and results: not performed as no items were returned. Clinician review: the x-ray review revealed that there is significant bone resorption and osteolytic lesions near the resection of the femoral bone. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 31 may 2018 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed for similar events regarding lot a21392 there have been no other events for the lot referenced. Siw will continue to monitor for trends. Conclusions: the exact cause of the event could not be determined because information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Notification of a revision on (B)(6) 2019 due to aseptic loosening.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
Notification of a revision on 11apr19 due to aseptic loosening.